Manufacturer narrative:
The patient's lifevest was not returned for evaluation. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A distributor contacted zoll on (B)(6) 2015 to report that a (B)(6) old female patient had a rash. The patient's rash was itchy. The patient's physician advised the patient that, if needed, she could temporarily discontinue use of the device to allow the rash to heal. The medical outcome of the rash is unknown.